Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of low power hazard and no external power alarms while connected to the mobile power unit (mpu) was confirmed via review of the submitted log file. The log file contained approximately 7 days of information (30aug2024 to 06sep2024 per timestamp). Abnormal low power hazard and/or no external power alarms were observed while the controller was connected to the mpu between 0:55:09 - 0:55:30 on (B)(6) 2024 and 1:19:42 ¿ 1:19:44 on (B)(6) 2024. These events appear to be consistent with brief losses of ac power to the mpu. The backup battery activated during these events, and pump operation was not affected. The abnormal alarms cleared when it appeared that external power was restored to the controller. The mobile power unit (serial number: unknown) was not returned to abbott for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. The device history records could not be reviewed, as the serial number of the unit was not provided. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (including no external power, low voltage, and backup battery fault) and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. D) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. C) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot patient be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review and captured power cable disconnect, low power hazard, and no external power alarms while connected to the mobile power unit (mpu) on (B)(6) 2024 at 0:55 and on (B)(6) 2024 at 01:19. This was caused by power to the mpu being briefly interrupted. There was no pump interruption during these events as the system controller¿s backup battery (ebb) functioned as intended. The alarms resolved upon mpu regaining power. The event log file also captured low power advisory alarms all throughout due to battery depletion on (B)(6) 2024. At times the patient was waiting too long to replace the battery or waiting for advisory alarms to replace the battery. Otherwise, the log file captured routine events, there were no notable alarm conditions or parameter changes. The equipment was operating as intended electronically and mechanically.